Event description:
It was reported that pump displayed altitude alarm 21 earlier in day, but insulin delivery was not suspended at time of call. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance on preventing future altitude alarms, did not need to replace cartridge, and successfully resumed insulin delivery with original cartridge.